Manufacturer narrative:
Imaging evaluation stated the proximal end of the device appears to be within the aneurysmal sac approximately 82mm distal to the renals, with contrast seen proximal to the device. There appears to be 113mm from the renals to the flow divider of the device. The maximum diameter appears to be 84.8mm by 91.6mm. There is only one time point so evaluation for growth cannot be completed.

Event description:
On an unknown date, a patient underwent endovascular treatment with gore® excluder® aaa endoprostheses. On (B)(6) 2015 it was reported the patient had a type 1a endoleak with a probable migration of an excluder device. Additional device and patient information was requested, but is currently not available.

Manufacturer narrative:
Results: a review of the manufacturing records for the device could not be conducted since the lot number remains unknown. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to: endoleak and component migration.